Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger / slider was blocked and jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the trigger/slider on the small battery drive device was blocked and jammed. The event was not related to surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.